Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, there was loss of capture resulting in episodes of non-sustained oversensing and decreased pacing impedance values noted on the right ventricular (rv) lead. The rv lead was repositioned to resolve the event and the patient was stable.